Event description:
It was reported that the pt underwent a l5 corpectomy. The vertebral body replacement devices were implanted at l5. It was noticed post op that both vertebrae at l4 and s1 subsided and end cap on caudal end detached from the center strut. No revision surgery is reported at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.